Manufacturer narrative:
The patient experienced a similar adverse event with the same device model number on (B)(6) 2020. The event is documented in MFR report # 3003464075-2020-00010. The patient experienced a similar adverse event with the same device model number on (B)(6) 2019. The event is documented in MFR report # 3003464075-2020-00011. The cartridge lot number was not provided. Without a lot number, a review of the device history record (DHR) could not be performed. All products meet all quality criteria and manufacturing specifications prior to release. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatability has been established.

Event description:
A report was received on 28 jan 2020 from a home therapy nurse (htn) regarding a (B)(6) year old female with a history of previous hypersensitivity type reaction during hemodialysis treatment, stating the patient became symptomatic approximately halfway through an in-center hemodialysis treatment on (B)(6) 2020. Symptoms included hypotension and shortness of breath. Ultrafiltration removal was ceased, a saline bolus was administered, and nasal oxygen was applied. The patient recovered without sequelae and continues to treat with the nxstage system.